Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2008 via tha. It was reported that the revision surgery was scheduled on (B)(6) 2020 by replacing the stem (p/n: 134525000) due to the stem¿s neck breakage. It was unknown why the stem¿s neck broke. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : update 28-jul-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot a52cg1000. The device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. Device history review : the device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10; corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the femoral stem associated with this report has not been received for examination. It is possible to confirm the reported material fracture as identified within a third party investigative report. Based on the third party report, fracture features appear consistent with a mixed mode fracture of corrosion and fatigue. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot a52cg1000. The device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. Device history review : the device manufacturing record (DHR) has been reviewed. No related anomalies or deviations identified. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) used to capture the device revision or replacement and insufficient information.